Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set-up joint (psuj) was analyzed and found the reported 40074 error was confirmed but not replicated. In logs, the 40074 error was found indicating data out of range, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. During investigation 25730 was observed in the logs indicating possible motor communication faults on the suj-z axis. The unit was installed onto a golden system where no errors were triggered in normal mode at startup. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) and the unit passed all applicable test. As a result of these findings, failure analysis was able to conclude constant force spring (cfs) motor is related to the customer complaint. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a defective cfs motor on the suj. This issue can be resolved by replacing the psuj.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced proximal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has received the suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the vision system (vs) had error 40074 fault and onsite logs reflected communication errors. The site performed three power cycles of the system and elected to convert to laparoscopic to complete the procedure. The procedure was completed with no reported injury.